Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left circumflex coronary artery with heavy calcification, moderate tortuosity and 95% stenosis. The 4.0x23 mm xience xpedition stent delivery system (sds) was advanced to the lesion; however the stent did not expand during deployment. Another same size device was used to complete the procedure. There were no adverse patient effects. No additional information was provided.